Event description:
It was reported that balloon ruptured occurred. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for treatment. During procedure, the balloon ruptured on the first inflation. The device was removed without any problem and was replaced with another of the same model to complete the procedure. No complications were reported, and patient status was stable.